Event description:
Cardiofocus was notified on (B)(6) 2022 that a pulmonary vein isolation (pvi) procedure performed (B)(6) 2022 to treat atrial fibrillation had a mild stroke. Just prior to discharge, loss of vision occurred in one eye. MRI was performed and a very small clot was observed. An embolectomy was performed with satisfactory outcome and patient recovery. The relationship between the pvi procedure and the stroke cannot be determined, but it is possible the stroke is related to the device so it is being reported.

Manufacturer narrative:
No device deficiency reported and relationship between device, procedure, and adverse event cannot be determined. Stroke is a known possible adverse event for catheter ablation procedures disclosed in product labeling.